Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the csf leakage rate was rated as 11-15% after using dura-guard for the closure of dura mater during neurosurgery in the last 12 months. The physician reported "during suturing with a needle and thread, the dura mater can become lacerated proximal to the needle holes and result in csf leakage¿ (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.